Manufacturer narrative:
(B)(4).the homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The external/internal inspection was performed and the device passed, along with all of the electrical testing. The temperature was verified to be within specifications. A pump error was encountered during accuracy confirmation testing. Pressure testing was conducted which indicated a left disposable leak pressure at the manifold assembly. A pal test article negative to left disposable valve was installed and the troubleshooting now indicated that all pressures were correct and stable. Accuracy confirmation testing was performed with original piston foam and passed. The assignable cause for the rite failure was determined to be a bad negative to left disposable (a0) valve. The negative to left disposable (a0) valve was to be scrapped and the device was sent for servicing. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.